Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure alarm was generated. The iab was replaced however the alarm persisted; a third iab was provided with no reported problems. There was no reported injury to the patient. This report is for the 2nd iab used.